Event description:
Balloon burst during placement of a stent.

Manufacturer narrative:
This device was being used off label for an unapproved indication. This device is labeled and 510(k) cleared for a pta/ptv indication. The device is supposed to be returned to numed for evaluation but has not yet been received. The physician states that the balloon caught on one of the stents causing it to burst.